Manufacturer narrative:
(B)(4). (B)(6 the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor power on the air pen drive device was too low. It was further determined that the motor was defective and the switching ring could not be rotated in all positions. It was further determined that the device failed pre-test for status of development, switching ring, external leak tightness and valve control in the "hand" position with hand switch. It was noted in the service order that the device was not locking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.